Event description:
It was reported that there was a right ventricular lead insulation breach observed and repaired. Subsequent device interrogations showed high impedance and noise consistent with a fracture. The helix was unable to retract and therefore the lead was extracted and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Product event summary (B)(4) the partial lead was returned in segments and was analyzed. The proximal conductor was found to be fractured, and the defib conductor was distorted. The outer tubing overlay was kinked/buckled, melted, and exhibited blood ingression and environmental stress cracking. The outer insulation exhibited a depression and the inner insulation was kinked/buckled. The helix was bent, and the lead appeared to have been stretched. It was also noted that the distal electrode exhibited a fibrotic growth. (B)(4).

Event description:
It was reported that there was a right ventricular lead insulation breach observed and repaired. Subsequent device interrogations showed high impedance and noise consistent with a fracture. The helix was unable to retract and therefore the lead was extracted and replaced with a new lead. No patient complications have been reported as a result of this event.